Event description:
It was reported that an altitude alarm occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl. Technical support instructed the customer to clean the speaker holes and reconnect the cartridge. After these steps, the pump resumed normal operation.